Manufacturer narrative:
Section b5: history of salmonella bacteremia with splenic abscess on suppressive therapy capture in related manufacturer report numbers: 2916596-2021-03904 and 2916596-2021-04075. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established. The patient ultimately expired on (B)(6) 2020 (related manufacturer report number 2916596-2021-02477). The device was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists infection and bleeding as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management,¿ provides information on anticoagulation, including recommended international normalized (inr) values. This section also provides care instructions regarding infection. The heartmate ii lvas patient handbook is also currently available. The handbook contains various sections which provide care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of salmonella bacteremia with splenic abscess on suppressive therapy. The patient was found to have a hepatic pseudoaneurysm on (B)(6) 2019. Endovascular repair failed on (B)(6) 2019 and again on (B)(6)2019. The patient was admitted for general anesthesia. On (B)(6) 2019 the patient had an angiography and a percutaneous thrombin injection. The patient developed arterial bleeding and hemoperitoneum. The patient was brought to radiology and was found to have a middle hepatic artery ooze that was injected with gel foam. On (B)(6) 2021 the patient developed hypotension with persistent abdominal discomfort. The patient had worsening anemia. The computed tomography (CT) showed increase in hemoperitoneum but no retroperitoneal (rp) bleed. A CT angiography was performed and showed no active arterial extravasation from the subcapsular right hepatic lobe into the peritoneal cavity with hemoperitoneum. The patient had arterial blush with a possible small pseudoaneurysm within the liver near the embolization site. The patient developed hemorrhagic shock due to the arterial bleed. The patient required two units of packed red blood cells (pbrc). It was reported by the customer that the event was not device related. The event reportedly resolved on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a hepatic pseudoaneurysm status post thrombin injection with subsequent hemoperitoneum and middle hepatic artery bleed.